Manufacturer narrative:
(B)(4).

Event description:
The pt experienced increased pain. Contacts 2 and 3 on the right lead were found to be non-functioning with impedances greater than 3,600 ohms. The lead was replaced and the pt recovered without sequela.